Event description:
A malfunction alarm related to altitude was reported in the pump. The customer's blood glucose level was 154.8 mg/dl. The customer was able to resolve the issue by replacing the cartridge, and the pump resumed normal operation after receiving tips from technical support to prevent future altitude alarms.